Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the log files were submitted for low flow alarms. The patient visited the hospital for low flows that were thought to be due to ventricular tachycardia. The log files showed low flow alarms on (B)(6) 2023. The arrhythmia resolved.

Manufacturer narrative:
Manufacturer's investigation conclusion: the analysis of the log files provided by the account confirmed the reported low flow alarms. According to the account, the low flow alarms were thought to be due to the patient's ventricular tachycardia (vt). A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number mlp-017185, and the reported vt could not conclusively be established through this evaluation. The submitted system controller event log file contained events from 27jun2023 through 30jun2023. The file captured low flow hazard alarms (B)(6) 2023. No other notable events or alarms were observed within the file. The pump appeared to operate as intended at the set speed. The account stated that the vt was not considered to be device related. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. A and the heartmate 3 patient handbook, rev. C are currently available. The IFU lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This document also lists arrhythmia as a potential late postimplant complication. The IFU also addresses all pump parameters, including pump flow. This document describes the pump flow display and the hazard alarms and explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. The IFU and patient handbook address all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, the patient handbook provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that direct current was used to treat the arrhythmia.